Event description:
It was reported that during patient transport on rough pavement to another facility, the cardiosave intra-aortic balloon pump (iabp) had a blue screen and shut down. The iabp booted back up normally and was exchanged so it could be checked out. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunctions. The fese exercised the unit to no fail. The fse also reseated all electronic boards as a preventive measure. The fse performed a full calibration. The unit passed all functional and safety testing. The iabp was returned to the customer.